Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of 847 mg/dl. Customer was having gastric pains that led her to the hospital and she stated that her cannula was kink. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.